Event description:
I have had poor health since 2017, going to the hospital 4 times in 2017, getting a neurologist and procedures such as a brain CT, MRI of the brain, cta of head and neck, lumber puncture and all coming up negative. Symptoms are as follows: vertigo, headaches, migraines, loss of feeling in my legs, feeling like I'm being choked, rashes over legs/ arms, breasts; brain fog, abdominal bloating, fatigue, vitamin b-12 deficiency, vitamin d3 deficiency, heart palpitations, breast pain, neck pain, back pain. All of these symptoms 3 years after having breast implants. Allergan/natrelle silicone filled. FDA safety report ID# (B)(4).